Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. X-ray review by mmi states that overall implant fit is maintained without evidence of implant loosening and there is mild knee varus. Bone quality appears osteopenic. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that the tibia component revised for pain and possible loosening. Articular surface was also revised. No additional information available.